Manufacturer narrative:
The cobas e 601 module serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were slightly lower but were still within the specified ranges. The investigation determined that the event occurred because the customer did not follow the recommendations regarding retesting and the supplemental method for confirmatory testing (only an alternative immunoassay was used). Product labeling states: "interpretation of the results - all initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay." "Retest result - one or both of the duplicate retests have a coi = 0.9. Final result/interpretation - repeatedly reactive further steps - confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended." The investigation determined that single false positive results could occur and are covered by the assay's specificity claim. The elecsys anti-hcv ii is performing according to specifications.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results for 3 to 4 patient samples a week tested on the cobas e 601 module. Three patient samples with discrepant results were provided: patient sample 1 on (B)(6) 2026, the initial result from the module was 6.53 coi (reactive). The repeat result from an abbott alinity analyzer with chemiluminescent microparticle immunoassay (cmia) laboratory method was "non-reactive". Patient sample 2 the initial result from the module was 7.41 coi (reactive). On (B)(6) 2026, the repeat result from an abbott alinity analyzer with the cmia laboratory method was "non-reactive". Patient sample 3 the initial result from the module was 8.71 coi (reactive). On (B)(6) 2026, the repeat result from an abbott alinity analyzer with the cmia laboratory method was "non-reactive". The doctors questioned the results, prompting the reruns.